Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 84-year-old male patient with chest pain unspecified. Return product is available for investigation. Method: date: collected tested: results sample: positive/negative: I-stat , (B)(6) 2026, ni 11:50 >999 ng/l , a , positive, I-stat , (B)(6) 2026, ni 12:37 >999 ng/l , b , positive, beckman , (B)(6) 2026 , 11:09 ni 15 pg/ml, ni , negative, beckman , (B)(6) 2026 , 13:32 ni 15 pg/m, ni , negative. Positive cut-off value for I-stat troponin test: >28 ng/l positive cut-off value for comparative instrument (if applicable): >20 pg/ml there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.